Manufacturer narrative:
Evaluation revealed the sliding core uhmpwe, 7mm to be the subject product. No further associated products were reported. Deficiency in material or manufacturing was not found. The affected sliding core was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a male patient had been treated with star sometime two or three years ago. On (B)(6) 2015 the patient had to be revised due to the polyethylene sliding core being broken. Fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behavior and especially depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. ¿like other arthroplasty devices in weight bearing joints such as the hip or knee, it is anticipated that the star ankle will have a finite useful life, at which point the prosthesis will require revision or, in certain cases, removal and fusion¿. ¿complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe inlay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, in-correct soft tissue balancing, incorrect positioning of components, implantation in ankles with hind foot malalignment and ankle instability¿. According to additional information received from the surgeon the patient had a ¿pretty significant coronal plane mal-alignment¿. The received sliding core was fractured in the transverse plane. There was a region of deformation and abrasive wear adjacent to the keel-trough, which was consistent with the keel of the talar component articulating with the mobile bearing as opposed to the trough. This keel wear scar was consistent with the reported coronal plane mal-alignment. Wear and surface damage morphology indicated that the sliding core had been eccentrically loaded leading to a fatigue fracture of the polyethylene sliding core. The key factor regarding the longevity of the polyethylene sliding core is the correct alignment of the implant components ¿to assure even distribution of forces on the polyethylene liner during gait¿. Based on the above information and referring to that no deviation was found in the manufacturing documents the breakage of the sliding core was not related to a deficiency of the device, but was rather caused by fatigue due to the poly component being eccentrically loaded during in vivo due to the coronal plane mal-alignment of the patient. Fatigue fracture of the implants is listed in the IFU as an adverse effect.

Event description:
Patient was revised due to broken poly. There was no evidence of inflammation/infection/tissue damage.

Manufacturer narrative:
(B)(4). Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient was revised due to broken poly. There was no evidence of inflammation/infection/tissue damage.